Event description:
The patient received an scs system including an ipg on (B)(6) 2010. It was reported that she was without stimulation and unable to successfully recharge her ipg. Surgical intervention was undertaken to replace the patient's ipg and effective therapy was recaptured as a result. No further complications were reported.

Manufacturer narrative:
Eval, method: the device history and sterilization records were reviewed. Results: review of the device history record found a nonconformance; however, the nonconformance was corrected and the device was approved for use. The DHR anomaly is not related to the alleged device failure. As received, the ipg was non-responsive. Upon removal of the cover, it was observed that the battery was leaking. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This serial number was part of a field advisory. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.